Manufacturer narrative:
The field service engineer found the unit had error codes 1012 and 1014 and the reported problem was confirmed. The power supply,24v dc 400 watts was replaced and the unit is back in service under observation. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator would not power on. There was no patient involvement.